Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00929, 1038671-2025-00930. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear, total joint instability, loosening of the femoral component, and/or due to the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no photos, radiographs, or complete product information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2025-00929. 1038671-2025-00930 d10: (B)(6) 02-012-44-4009 - logic tibia implant psc insert, sz 4, 9mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00929, 1038671-2025-00930. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was documented via legal documentation approximately 56 months after a left total knee replacement procedure, the patient underwent a revision left total knee replacement to address a painful and unstable left knee. A revision operative report was provided. Post operative diagnosis notes aseptic loosening femoral component and left knee instability. Intraoperatively, the surgeon observed significant synovitis, wear of the polyethylene liner with delamination, a loose femoral component with osteolysis, and wear of the patella with osteolysis. There was no evidence of infection. No other issues or complications were reported. The patient was transferred to the recovery room in stable condition. No additional information is available.